Event description:
Information was received from a patient who was receiving clonidine, dilaudid (hydromorphone), and bupivacaine via an implantable pump for spinal pain indications for use. It was reported that there was something going wrong with the pump. The patient stated that they were in a lot of pain for the past 3 days and they were starting to have problems where they were stuttering and dizzy. They had her pump refilled a week ago. The patient stated that they were working with a physician assistant, and they were not sure if this person knows what they are doing. The patient stated that the past two fills the medication in the pump was only lasting about 4 weeks. The pump would last about a month and a half to 2 months. The patient asked the healthcare provider not to mess with the pump. She felt as though the pump had turned in her body a few days ago patient stated it feels as though the pump had moved around in the pocket. The agent asked if the pump was alarming, and patient stated no. The patient was able to connect to the pump and verify the refill date was on (B)(6) 2025. The patient has a refill appointment scheduled on (B)(6) 2025. The agent suggested that the patient contact her healthcare provider to have the pump checked based on her symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.